Event description:
Post surgery in 2007, the catheter broke off in the pt upon removal. The decision was made by the surgeon to leave the residual catheter. No adverse outcome was reported at this stage.

Manufacturer narrative:
Eval summary: the device involved in this incident was not available for eval. Without the actual product, a complete analysis cannot be conducted. In addition, a lot number from the pump involved in this incident was not provided; therefore, a historical review of the specific lot involved was not possible. The info contained herein is based on the info provided by the initial reporter. Further investigation was conducted on previous catheter break incidents in order to show whether there is any change in the trend or not. The catheter break failure rate was calculated since 2002 by dividing the number of total catheter breaks over the total number of catheters shipped and it was found that there has not been any change in the trend observed. The risk analysis of a catheter break also showed that the catheter breaks are occurring within the estimated risks limits. In addition, I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bullentin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.